Event description:
Cook (B)(4) reported, "catheter abrupted 25 cm from the distal end." Attending physician reported, "a thoracic CT on (B)(6) 2010 revealed a large displaced catheter fragment in the right, central, and left pulmonary artery. Fortunately, this complication was asymptomatic to the pt. Via transfemoral venous access I extracted this complete catheter fragment on (B)(6) 2010 by a goose neck snare catheter." It was reported, "part of the catheter remained in the pt (rep to confirm if it was retrieved, and how)." Pt required port explantation due to the occurrence. There were no adverse effects on the pt.

Manufacturer narrative:
(B)(4). According to pr file, the product is not being returned for eval. Product not being returned for eval. None.